Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt expired due to an unk reason. Reportedly, the device was implanted in 2007; however, the date of the pts demise is unk as no other details were provided.